Manufacturer narrative:
The engineering evaluation noted that the revision reported was likely the result of either under sizing the femoral stem or insufficient bony support for the implant, which led to femoral stem subsidence.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of a stem due to subsided 2-3mm. Replaced with a depuy stem. Patient was stable leaving the operating room.